Manufacturer narrative:
(B)(4). A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced shortness of breath and peritoneal leak coincident with peritoneal dialysis (pd) therapy. The patient called in to global technical services (gts) due to difficulty breathing and requested assistance to manually drain so that they can go to the hospital. The patient was hospitalized for the shortness of breath and was diagnosed with peritoneal leak during hospitalization. The patient was switched to temporary hemodialysis therapy. Additional treatment received during hospitalization was unknown. At the time of this report, the patient was recovering from these events. No additional information was available at this time.